Event description:
It was reported that prior to a stereotactic guided vacuum-assisted breast biopsy through normal tissue density, the device allegedly had fuzz ball of some sort of plastic. No coaxial was used and the procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: an electronic photograph was submitted and evaluated. The image depicts an encor probe encased in protective tubing and vacuum tubing are positioned within an open box behind its labeled information, which has been verified and corresponds with the trackwise details. Following the review of the photograph, the reported failure cannot be confirmed. One 10g encor biopsy probe, complete sample tray assembly and removable probe cover were received for evaluation. During visual evaluation, the probe appeared to be clean. The probe body was rotated to identify any cracks. No cracks were observed on the probe body. The probe gears appeared to be clean. It was observed that the aperture was received closed. The needle protector appeared to have skiving. An unknown material was noted to the distal tip of the needle. Skiving was also noted to both sides of the needle protector; the needle was also noted to be dull. No functional testing due to the nature of the complaint. Therefore, the investigation is determined to be confirmed for the reported device contamination as an unknown material was noted to the distal tip of the needle and the investigation is determined to be confirmed for the identified dull, blunt as the needle was noted to be dull. The definitive root cause could not be determined based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stereotactic guided vacuum-assisted breast biopsy through normal tissue density, the device allegedly had fuzz ball of some sort of plastic. No coaxial was used and the procedure was completed using another device. There was no patient contact.